Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). It was reported that the device was dropped. The device is 23 years old has no record of maintenance and has multiple failures. The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformance's, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 7 may 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from u. Z gent that a mesher fell and was damaged. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1:1 cutter serial number (B)(4), 1.5:1 cutter serial number 1005053, 2:1 cutter serial number (B)(4), 4:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 24 may 2019 noted that the device was out of calibration specifications, had loose sideplates, broken screws, and a damaged roller. Upon further evaluation, the technician found that the top of the device would not close down and latch properly and that the mesher was unable to produce a passing mesh. The four returned cutters were tested and all failed to produce a passing test mesh. Repair of the mesher occurred the same day and involved replacing the bottom roller, bearings, spring seal, right side plate, carrier guide and multiple screws as well as recalibrating the device. The technician then tested and verified that it was functioning as intended and returned the mesher and cutters to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the mesher had loose sideplates, broken screws, and a damaged roller and that the device was out of calibration specifications, all failures that in unison would indicate fall damage to the product, it cannot be determined from the information provided as to what lead to the device falling. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the event did not occur during surgery. The event occurred during sterilization. The device fell and damaged the bottom roll. The comb was not damaged. No adverse events were reported as a result of this malfunction.